Manufacturer narrative:
Device was not returned for root cause analysis. Service history review found no previous repair was noted within the last 12 months. An error history log was not provided to aid in the investigation. Probable cause of the reported problem could not be determined based on the review of the service history and information provided from the customer.

Event description:
It was reported that there was an under delivery of chemotherapy 5fu dose. Per reporter it looked to be full however, the reservoir volume stated 0.5ml. When reviewing the pump report there was no issue documented on the pump. The delivery log showed: 21-aug-2024 at 4:31 pump start, 21-aug-2024 at 4:31 power up started, 21-aug-2024 at 6:55 pump started, 21-aug-2024 at 6:55 continuous rate began, (B)(6) 2024 at 4:44 pump stopped. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.